Event description:
Covidien received info stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit bards (pcbs), the software was upgraded to the current revision. The unit passed all testing an operates within the mfg specifications. Covidien reference (B)(4).